Event description:
It was reported that patient was revised due to aseptic loosening.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Manufacturer narrative:
An event regarding aseptic loosening of knee components involving a stem extender was reported. The event was confirmed. Medical records received and evaluation: root failure mode of all revisions performed in 2005, 2008 and 2013 are procedure-related without evidence for device-related factors while obesity may have represented an additional but secondary patient-related factor. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the investigation concluded that the reported loosening was caused by procedure-related factors without evidence for device-related factors.

Event description:
It was reported that patient was revised due to aseptic loosening.